Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. The system was activated on (B)(6) 2023 and the patient was seen for a follow-up on (B)(6) 2023. Prior to the implant the patient had reported pain levels at 9/10, during the follow-up appointment on (B)(6) 2023 pain levels were reported to have reduced to 4/10. In (B)(6) 2023 the patient inquired about conditionality for an MRI scan. No other communication is recorded from this patient. In (B)(6) 2024 the firm was notified by the physician that the patient was scheduled to have the nalu system removed due to inadequate pain relief. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
Per the physician, the patient reported discomfort. Examination by the physician found some possible erosion from the lead strain relief loop pressing up against the ipg incision site. The physician reported a possibility of patient weight change being a factor in the current condition. Record review found no history of complaint or communication from the patient to notify the firm of any issues with adequate pain relief from the nalu system. There are no indications of any system or component failure. Patient declined any reprogramming to improve pain relief from the nalu system.